Manufacturer narrative:
Visual inspection and functional testing could not be performed because the devices in question were not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. There are several factors that could contribute to the reported event such as not having sufficient saline in order to maintain the formation of plasma, inadequate suction, or the devices reaching their end of useful life. Factors unrelated to the manufacture or design of the devices which could have contributed to the reported event is the controller or foot control which were not returned for evaluation. The instruction for use (¿IFU¿) contains information regarding activation of the devices. There were no indications during manufacturing record review that would suggest that the devices did not meet product specifications upon release into distribution.

Event description:
It was reported that the cut and coagulation features of the wand were not working well during the procedure. Cutting speed was reduced and blood coagulation was not as effective as usual. Tried connecting the wand to two other controllers but the same problem occurred. The procedure was completed using the same wand with a delay of about 30 minutes. However there was hemorrhagic spot increasing and the bleeding had to be stopped multiple times during the case. The same issue reportedly occurred during 7 different procedures on the same day while using wands from the same lot. No patient information available for any of the cases. Complaint 2 of 7 ((B)(4)). See (B)(4) for additional occurrences.